Manufacturer narrative:
(B)(4). Sample will not be returned per hospital policy. F/u report will be filed if more info becomes available.

Event description:
It was reported that port was implanted on (B)(6) 2006. Chest x-ray confirmed position on (B)(6) 2006. Port was used for 1st time on (B)(6) 2006. After 5 hrs of chemotherapy, pt complained of burning sensation in left chest. Dressing was found wet and leaking from site. Pt sent to radiology. Radiograph showed "broken" port/catheter. Catheter was removed via right femoral vein. Port was later removed at another hospital. There were no reported pt complications.